Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and persistent pelvic (worsening since implant)"), genital haemorrhage ("heavy bleeding over the past three years"), gastrointestinal disorder ("numerous gi issues / gastrointestinal issues"), cholelithiasis ("cholelithiasis") and rectal haemorrhage ("rectal bleeding") in a 27-year-old female patient who had essure (batch no. 624497, 624497) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: intentional device misuse "doctor proceeded to push on her coils and her reaction was straight tears from the pain" and device difficult to use "device removal failed". The patient's past medical history included gravida ii, parity 2, delivery on (B)(6) 2005, delivery on (B)(6) 2007, tonsillectomy (for kept getting strep throat) in 2009, gallstones and gastritis. Previously administered products included for contraception: birth control patch from 2002 to 2003 and birth control patch from 2002 to 2003. Past adverse reactions to the above products included product adhesion issue with birth control patch; and somnolence with birth control patch. Concurrent conditions included nickel sensitivity (jewelry have caused skin to develop a rash, itching, puss if left too long) since 2000, rectal bleeding, hematochezia and gerd. On (B)(6) 2007, the patient had essure inserted. In 2007, the patient experienced discomfort ("daily discomfort"). In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rash ("rashes"), pruritus ("itching of skin"), fatigue ("fatigue"), weight increased ("weight gain"), peripheral swelling ("swelling in legs and feet"), nausea ("nausea"), migraine ("migraines (sharp/stabbing - worsening since implant)"), dyspareunia ("discomfort with intercourse / painful intercourse / painful sex (sharp/stabbing - worsening since implant)"), visual impairment ("vision changes"), the first episode of abdominal distension ("swelling in stomach"), dizziness ("dizziness"), polycystic ovaries ("pcos"), fungal infection ("chronic yeast infections"), libido decreased ("low libido") and adverse event ("complications"). In (B)(6) 2007, the patient experienced gastrointestinal disorder (seriousness criterion medically significant). In 2008, the patient experienced vulvovaginal candidiasis ("candidiasis of vulva and vagina") and bacterial vulvovaginitis ("bacterial vaginitis"). In 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("cramping and severe abdominal pains") and the second episode of abdominal distension ("bloating - stomach blew up so big that she looked pregnant"). On (B)(6) 2015, 7 years 2 months after insertion of essure, the patient experienced constipation ("constipation"). On an unknown date, the patient experienced cholelithiasis (seriousness criterion medically significant), rectal haemorrhage (seriousness criterion medically significant), chest pain ("severe chest pains"), abdominal pain upper ("stomach pains"), gastrointestinal inflammation ("inflammation seen in endoscopy"), menorrhagia ("increase in menstrual cycle to the point of bleeding through her clothes"), swelling ("swelling"), procedural pain ("doctor proceeded to push on her coils and her reaction was straight tears from the pain"), vomiting ("vomiting"), dyspepsia ("food sits in stomach not digesting food"), dysmenorrhoea ("dysmenorrhea"), change of bowel habit ("altered bowel movements"), productive cough ("productive cough"), gastrooesophageal reflux disease ("gerd"), back pain ("lower back pain"), vaginal haemorrhage ("heavy vaginal bleeding"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), ovarian cyst ("left ovarian cyst"), polymenorrhoea ("her periods came early"), mental disorder ("caused, aggravated psychiatric / psychological conditions") and medical device pain ("can feel the coils pinching"). The patient was treated with ibuprofen, metformin hydrochloride (metformin hcl), homeopathic preparation, boric acid, fluconazole (diflucan), clotrimazole, furosemide, surgery (was planning to have essure removed in (B)(6) 2017), surgery (gallbladder removal, colonoscopy) and surgery (gallbladder removal in 2010). Essure treatment was not changed. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, the last episode of abdominal distension, rash, migraine and dyspareunia had not resolved and the gastrointestinal disorder, cholelithiasis, rectal haemorrhage, chest pain, abdominal pain upper, gastrointestinal inflammation, menorrhagia, pruritus, fatigue, weight increased, peripheral swelling, swelling, nausea, procedural pain, constipation, vomiting, dyspepsia, discomfort, vulvovaginal candidiasis, bacterial vulvovaginitis, dysmenorrhoea, change of bowel habit, productive cough, gastrooesophageal reflux disease, back pain, vaginal haemorrhage, dysfunctional uterine bleeding, ovarian cyst, polymenorrhoea, visual impairment, dizziness, polycystic ovaries, fungal infection, libido decreased, adverse event, mental disorder and medical device pain outcome was unknown. The reporter provided no causality assessment for procedural pain with essure. The reporter considered abdominal pain, abdominal pain upper, adverse event, back pain, bacterial vulvovaginitis, change of bowel habit, chest pain, cholelithiasis, constipation, discomfort, dizziness, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, fungal infection, gastrointestinal disorder, gastrointestinal inflammation, gastrooesophageal reflux disease, genital haemorrhage, libido decreased, medical device pain, menorrhagia, mental disorder, migraine, nausea, ovarian cyst, pelvic pain, peripheral swelling, polycystic ovaries, polymenorrhoea, productive cough, pruritus, rash, rectal haemorrhage, swelling, vaginal haemorrhage, visual impairment, vomiting, vulvovaginal candidiasis, weight increased, the first episode of abdominal distension and the second episode of abdominal distension to be related to essure. The reporter commented: she was advised to use condoms after essure placement. Over the years plaintiff had an increase in her menstrual cycle to the point of bleeding through her clothes. Plaintiff never experienced the injuries before the date of essure placement and stated that essure did not worse a previously existing injury/condition and was never told her injuries were related to essure implant. She claimed that her injuries started in 2007 and increased over time. Hospitalization history: ER (2007), various (2008- present). According to plaintiff she had been advised to remove essure by physicians or other health care professionals. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.8 kg/sqm. Hysterosalpingogram - in (B)(6) 2008: result not reported. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The adverse events considered related are known, possible, undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit. Most recent follow-up information incorporated above includes: on 7-aug-2018: pfs and medical record received: product information and lot number were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe and persistent pelvic (worsening since implant)'), genital haemorrhage ('heavy bleeding over the past three years'), gastrointestinal disorder ('numerous gi issues / gastrointestinal issues'), cholelithiasis ('cholelithiasis') and rectal haemorrhage ('rectal bleeding') in a 27-year-old female patient who had essure (batch no. 624497) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: intentional device misuse "doctor proceeded to push on her coils and her reaction was striaight tears from the pain". The patient's medical history included tonsillectomy (for kept getting strep throat) in 2009, delivery on (B)(6) 2007, delivery on (B)(6) 2005, gravida ii, parity 2, gallstones, gastritis, gallbladder removal and obesity. Consumer had multiple test performed from colonoscopy and lab tests. No result were provided. Previously administered products included for contraception: birth control patch from 2002 to 2003 and birth control patch from 2002 to 2003. Past adverse reactions to the above products included product adhesion issue with birth control patch; and somnolence with birth control patch. Concurrent conditions included nickel sensitivity (jewelry have caused skin to develop a rash, itching, puss if left too long) since 2000, rectal bleeding, hematochezia and gerd. Concomitant products included phentermine from 2007 to 2017. On (B)(6) 2007, the patient had essure inserted .in 2007, the patient experienced discomfort ("daily discomfort"). In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rash ("rashes"), pruritus ("itching of skin"), fatigue ("fatigue"), peripheral swelling ("swelling in legs and feet"), nausea ("nausea"), migraine ("migraines (sharp/stabbing - worsening since implant)"), dyspareunia ("discomfort with intercourse / paiinful intercourse / painful sex (sharp/stabbing - worsening since implant)"), visual impairment ("vision changes"), abdominal distension ("swelling in stomach"), dizziness ("dizziness"), polycystic ovaries ("pcos"), vulvovaginal mycotic infection ("chronic yeast infections"), libido decreased ("low libido") and adverse event ("complications") and was found to have weight increased ("weight gain"). In (B)(6) 2007, the patient experienced gastrointestinal disorder (seriousness criterion medically significant). In 2008, the patient experienced vulvovaginal candidiasis ("candidiasis of vulva and vagina") and bacterial vulvovaginitis ("bacterial vaginitis"). In 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("cramping and severe abdominal pains") and abdominal bloating ("bloating - stomach blew up so big that she looked pregnant"). On (B)(6) 2015, the patient experienced constipation ("constipation"), 7 years 2 months after insertion of essure. On an unknown date, the patient experienced cholelithiasis (seriousness criterion medically significant), rectal haemorrhage (seriousness criterion medically significant), chest pain ("severe chest pains"), abdominal pain upper ("stomach pains"), gastrointestinal inflammation ("inflammation seen in endoscopy"), menorrhagia ("increase in menstrual cycle to the point of bleeding through her clothes"), swelling ("swelling"), procedural pain ("doctor proceeded to push on her coils and her reaction was striaight tears from the pain"), complication of device removal ("device removal failed"), vomiting ("vomiting"), dyspepsia ("food sits in stomach not digesting food"), dysmenorrhoea ("dysmenorrhea"), change of bowel habit ("altered bowel movements"), productive cough ("productive cough"), gastrooesophageal reflux disease ("gerd"), back pain ("lower back pain"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), ovarian cyst ("left ovarian cyst"), polymenorrhoea ("her periods came early"), mental disorder ("caused, aggravated psychiatric / psychological conditions"), medical device pain ("can feel the coils pinching") and bacterial vaginosis ("bacterial vaginosis") and experienced vaginal haemorrhage ("heavy vaginal bleeding"), lasting 30 days. The patient was treated with boric acid, clotrimazole, fluconazole (diflucan), furosemide, homeopathic preparation, ibuprofen, metformin hydrochloride (metformin hcl) and surgery (gallbladder removal, colonoscopy, laparotomy bilateral salpingostomy with essure coil removal and gallbladder removal in 2010). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, fatigue, peripheral swelling, migraine, visual impairment, abdominal distension and libido decreased was resolving, the genital haemorrhage, abdominal pain and abdominal bloating had not resolved, the gastrointestinal disorder, cholelithiasis, rectal haemorrhage, chest pain, abdominal pain upper, gastrointestinal inflammation, menorrhagia, weight increased, swelling, nausea, procedural pain, complication of device removal, constipation, vomiting, dyspepsia, discomfort, vulvovaginal candidiasis, bacterial vulvovaginitis, dysmenorrhoea, change of bowel habit, productive cough, gastrooesophageal reflux disease, back pain, vaginal haemorrhage, dysfunctional uterine bleeding, ovarian cyst, polymenorrhoea, polycystic ovaries, adverse event, mental disorder and medical device pain outcome was unknown and the rash, pruritus, dyspareunia, dizziness, vulvovaginal mycotic infection and bacterial vaginosis had resolved. The reporter provided no causality assessment for complication of device removal and procedural pain with essure. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, adverse event, back pain, bacterial vaginosis, bacterial vulvovaginitis, change of bowel habit, chest pain, cholelithiasis, constipation, discomfort, dizziness, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, gastrointestinal disorder, gastrointestinal inflammation, gastrooesophageal reflux disease, genital haemorrhage, libido decreased, medical device pain, menorrhagia, mental disorder, migraine, nausea, ovarian cyst, pelvic pain, peripheral swelling, polycystic ovaries, polymenorrhoea, productive cough, pruritus, rash, rectal haemorrhage, swelling, vaginal haemorrhage, visual impairment, vomiting, vulvovaginal candidiasis, vulvovaginal mycotic infection, weight increased and abdominal bloating to be related to essure. The reporter commented: she was advised to use condoms after essure placement. Over the years plaintiff had an increase in her menstrual cycle to the point of bleeding through her clothes. Plaintiff never experienced the injuries before the date of essure placement and stated that essure did not worse a previously existing injury/condition and was never told her injuries were related to essure implant. She claimed that her injuries started in 2007 and increased over time. Hospitalization history: ER (2007), various (2008- present). According to plaintiff she had been advised to remove essure by physicians or other health care professionals. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.2 kg/sqm. Hysterosalpingogram - in june 2008: results: result not reported. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-jul-2019: pfs received. Reporter information were added. Medical history and concomitant drug were added. Event : bacterial vaginosis were added. Outcome of the event rash, skin itching, fatigue, severe and persistent pelvic pain, migraines, vision changes, swelling in legs, feet & stomach, dizziness, chronic yeast infections, low libido, painful intercourse were updated. Essure removal dated 23-july-2018 added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe and persistent pelvic (worsening since implant)'), genital haemorrhage ('heavy bleeding over the past three years'), gastrointestinal disorder ('numerous gi issues / gastrointestinal issues'), cholelithiasis ('cholelithiasis') and rectal haemorrhage ('rectal bleeding') in a 27-year-old female patient who had essure (batch no. 624497) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: intentional device misuse "doctor proceeded to push on her coils and her reaction was straight tears from the pain". The patient's medical history included tonsillectomy (for kept getting strep throat) in 2009, delivery on (B)(6) 2007, delivery on (B)(6) 2005, gravida ii, parity 2, gallstones, gastritis, gallbladder removal, obesity, gastric biopsy and abdominal cramps. Consumer had multiple test performed from colonoscopy and lab tests. No result were provided. Patient underwent esophagogasteroduodenoscopy, gastric emptying study, CT scan abdomen/pelvis, hydrogen breath test, gastric biopsy, small bowel follow through. Previously administered products included for contraception: birth control patch from 2002 to 2003 and birth control patch from 2002 to 2003. Past adverse reactions to the above products included product adhesion issue with birth control patch; and somnolence with birth control patch. Concurrent conditions included nickel sensitivity (jewelry have caused skin to develop a rash, itching, puss if left too long) since 2000, rectal bleeding, hematochezia, gerd and vaginal discharge. Concomitant products included phentermine from 2007 to 2017. In 2007, the patient experienced discomfort ("daily discomfort"). On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rash ("rashes"), pruritus ("itching of skin"), fatigue ("fatigue"), peripheral swelling ("swelling in legs and feet"), nausea ("nausea"), migraine ("migraines (sharp/stabbing - worsening since implant)"), dyspareunia ("discomfort with intercourse / painful intercourse / painful sex (sharp/stabbing - worsening since implant)"), visual impairment ("vision changes"), abdominal distension ("swelling in stomach"), dizziness ("dizziness"), polycystic ovaries ("pcos"), vulvovaginal mycotic infection ("chronic yeast infections"), libido decreased ("low libido") and adverse event ("complications") and was found to have weight increased ("weight gain"). In (B)(6) 2007, the patient experienced gastrointestinal disorder (seriousness criterion medically significant). In 2008, the patient experienced vulvovaginal candidiasis ("candidiasis of vulva and vagina") and bacterial vulvovaginitis ("bacterial vaginitis"). In 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("cramping and severe abdominal pains") and abdominal bloating ("bloating - stomach blew up so big that she looked pregnant"). On (B)(6) 2015, the patient experienced constipation ("constipation"), 7 years 2 months after insertion of essure. On an unknown date, the patient experienced cholelithiasis (seriousness criterion medically significant), rectal haemorrhage (seriousness criterion medically significant), chest pain ("severe chest pains"), abdominal pain upper ("stomach pains"), gastrointestinal inflammation ("inflammation seen in endoscopy"), menorrhagia ("increase in menstrual cycle to the point of bleeding through her clothes"), swelling ("swelling"), procedural pain ("doctor proceeded to push on her coils and her reaction was straight tears from the pain"), complication of device removal ("device removal failed"), vomiting ("vomiting"), dyspepsia ("food sits in stomach not digesting food"), dysmenorrhoea ("dysmenorrhea"), change of bowel habit ("altered bowel movements"), productive cough ("productive cough"), gastrooesophageal reflux disease ("gerd"), back pain ("lower back pain"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), ovarian cyst ("left ovarian cyst"), polymenorrhoea ("her periods came early"), mental disorder ("caused, aggravated psychiatric / psychological conditions"), medical device pain ("can feel the coils pinching"), bacterial vaginosis ("bacterial vaginosis") and allergy to metals ("coils are made of nickel which I m allergic to") and experienced vaginal haemorrhage ("heavy vaginal bleeding"), lasting 30 days. The patient was treated with boric acid, clotrimazole, fluconazole (diflucan), furosemide, homeopathic preparation, ibuprofen, metformin hydrochloride (metformin hcl) and surgery (gallbladder removal, colonoscopy, laparotomy bilateral salpingostomy with essure coil removal and gallbladder removal in 2010). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, fatigue, peripheral swelling, migraine, visual impairment, abdominal distension and libido decreased was resolving, the genital haemorrhage, abdominal pain and abdominal bloating had not resolved, the gastrointestinal disorder, cholelithiasis, rectal haemorrhage, chest pain, abdominal pain upper, gastrointestinal inflammation, menorrhagia, weight increased, swelling, nausea, procedural pain, complication of device removal, constipation, vomiting, dyspepsia, discomfort, vulvovaginal candidiasis, bacterial vulvovaginitis, dysmenorrhoea, change of bowel habit, productive cough, gastrooesophageal reflux disease, back pain, vaginal haemorrhage, dysfunctional uterine bleeding, ovarian cyst, polymenorrhoea, polycystic ovaries, adverse event, mental disorder, medical device pain and allergy to metals outcome was unknown and the rash, pruritus, dyspareunia, dizziness, vulvovaginal mycotic infection and bacterial vaginosis had resolved. The reporter provided no causality assessment for complication of device removal and procedural pain with essure. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, adverse event, allergy to metals, back pain, bacterial vaginosis, bacterial vulvovaginitis, change of bowel habit, chest pain, cholelithiasis, constipation, discomfort, dizziness, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, gastrointestinal disorder, gastrointestinal inflammation, gastrooesophageal reflux disease, genital haemorrhage, libido decreased, medical device pain, menorrhagia, mental disorder, migraine, nausea, ovarian cyst, pelvic pain, peripheral swelling, polycystic ovaries, polymenorrhoea, productive cough, pruritus, rash, rectal haemorrhage, swelling, vaginal haemorrhage, visual impairment, vomiting, vulvovaginal candidiasis, vulvovaginal mycotic infection, weight increased and abdominal bloating to be related to essure. The reporter commented: she was advised to use condoms after essure placement. Over the years plaintiff had an increase in her menstrual cycle to the point of bleeding through her clothes. Plaintiff never experienced the injuries before the date of essure placement and stated that essure did not worse a previously existing injury/condition and was never told her injuries were related to essure implant. She claimed that her injuries started in 2007 and increased over time. Hospitalization history: ER (2007), various (2008- present). According to plaintiff she had been advised to remove essure by physicians or other health care professionals. At the time of essure placement 127 kg have you had your essure (or any part of the device) removed? No (discrepancy noted) diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.2 kg/sqm. Hysterosalpingogram - in (B)(6) 2008: results: result not reported. Concerning the injuries reported in this case, the following ones in patient¿s medical record; confirming- chest pain, abdominal pains, genital hemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2019: pfs received. Reporter information updated. New event: nickel allergy was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and persistent pelvic (worsening since implant)"), genital haemorrhage ("heavy bleeding over the past three years"), gastrointestinal disorder ("numerous gi issues / gastrointestinal issues"), cholelithiasis ("cholelithiasis") and rectal haemorrhage ("rectal bleeding") in a 27-year-old female patient who had essure (batch no. 624497) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: intentional device misuse "doctor proceeded to push on her coils and her reaction was striaight tears from the pain" and device difficult to use "device removal failed". The patient's past medical history included gravida ii, parity 2, delivery on (B)(6)2005, delivery on (B)(6)2007, tonsillectomy (for kept getting strep throat) in 2009, gallstones and gastritis. Previously administered products included for contraception: birth control patch from (B)(6) to (B)(6) and birth control patch from (B)(6) to (B)(6). Past adverse reactions to the above products included product adhesion issue with birth control patch; and somnolence with birth control patch. Concurrent conditions included nickel sensitivity (jewelry have caused skin to develop a rash, itching, puss if left too long) since 2000, rectal bleeding, hematochezia and gerd. On (B)(6)2007, the patient had essure inserted. In 2007, the patient experienced discomfort ("daily discomfort"). In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rash ("rashes"), pruritus ("itching of skin"), fatigue ("fatigue"), weight increased ("weight gain"), peripheral swelling ("swelling in legs and feet"), nausea ("nausea"), migraine ("migraines (sharp/stabbing - worsening since implant)"), dyspareunia ("discomfort with intercourse / paiinful intercourse / painful sex (sharp/stabbing - worsening since implant)"), visual impairment ("vision changes"), the first episode of abdominal distension ("swelling in stomach"), dizziness ("dizziness"), polycystic ovaries ("pcos"), fungal infection ("chronic yeast infections"), libido decreased ("low libido") and adverse event ("complications"). In (B)(6) 2007, the patient experienced gastrointestinal disorder (seriousness criterion medically significant). In 2008, the patient experienced vulvovaginal candidiasis ("candidiasis of vulva and vagina") and bacterial vulvovaginitis ("bacterial vaginitis"). In 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("cramping and severe abdominal pains") and the second episode of abdominal distension ("bloating - stomach blew up so big that she looked pregnant"). On (B)(6)2015, 7 years 2 months after insertion of essure, the patient experienced constipation ("constipation"). On an unknown date, the patient experienced cholelithiasis (seriousness criterion medically significant), rectal haemorrhage (seriousness criterion medically significant), chest pain ("severe chest pains"), abdominal pain upper ("stomach pains"), gastrointestinal inflammation ("inflammation seen in endoscopy"), menorrhagia ("increase in menstrual cycle to the point of bleeding through her clothes"), swelling ("swelling"), procedural pain ("doctor proceeded to push on her coils and her reaction was striaight tears from the pain"), vomiting ("vomiting"), dyspepsia ("food sits in stomach not digesting food"), dysmenorrhoea ("dysmenorrhea"), change of bowel habit ("altered bowel movements"), productive cough ("productive cough"), gastrooesophageal reflux disease ("gerd"), back pain ("lower back pain"), vaginal haemorrhage ("heavy vaginal bleeding"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), ovarian cyst ("left ovarian cyst"), polymenorrhoea ("her periods came early"), mental disorder ("caused, aggravated psychiatric / psychological conditions") and medical device pain ("can feel the coils pinching"). The patient was treated with ibuprofen, metformin hydrochloride (metformin hcl), homeopathic preparation, boric acid, fluconazole (diflucan), clotrimazole, furosemide, surgery (was planning to have essure removed in (B)(6)2017), surgery (gallbladder removal, colonoscopy) and surgery (gallbladder removal in 2010). Essure treatment was not changed. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, the last episode of abdominal distension, rash, migraine and dyspareunia had not resolved and the gastrointestinal disorder, cholelithiasis, rectal haemorrhage, chest pain, abdominal pain upper, gastrointestinal inflammation, menorrhagia, pruritus, fatigue, weight increased, peripheral swelling, swelling, nausea, procedural pain, constipation, vomiting, dyspepsia, discomfort, vulvovaginal candidiasis, bacterial vulvovaginitis, dysmenorrhoea, change of bowel habit, productive cough, gastrooesophageal reflux disease, back pain, vaginal haemorrhage, dysfunctional uterine bleeding, ovarian cyst, polymenorrhoea, visual impairment, dizziness, polycystic ovaries, fungal infection, libido decreased, adverse event, mental disorder and medical device pain outcome was unknown. The reporter provided no causality assessment for procedural pain with essure. The reporter considered abdominal pain, abdominal pain upper, adverse event, back pain, bacterial vulvovaginitis, change of bowel habit, chest pain, cholelithiasis, constipation, discomfort, dizziness, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, fungal infection, gastrointestinal disorder, gastrointestinal inflammation, gastrooesophageal reflux disease, genital haemorrhage, libido decreased, medical device pain, menorrhagia, mental disorder, migraine, nausea, ovarian cyst, pelvic pain, peripheral swelling, polycystic ovaries, polymenorrhoea, productive cough, pruritus, rash, rectal haemorrhage, swelling, vaginal haemorrhage, visual impairment, vomiting, vulvovaginal candidiasis, weight increased, the first episode of abdominal distension and the second episode of abdominal distension to be related to essure. The reporter commented: she was advised to use condoms after essure placement. Over the years plaintiff had an increase in her menstrual cycle to the point of bleeding through her clothes. Plaintiff never experienced the injuries before the date of essure placement and stated that essure did not worse a previously existing injury/condition and was never told her injuries were related to essure implant. She claimed that her injuries started in 2007 and increased over time. Hospitalization history: ER (2007), various ((B)(6) present). According to plaintiff she had been advised to remove essure by physicians or other health care professionals. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.8 kg/sqm. Hysterosalpingogram - in (B)(6) 2008: result not reported quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 29-aug-2018: quality-safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("heavy bleeding over the past three years"), pelvic pain ("severe and persistent pelvic (worsening since implant)"), gastrointestinal disorder ("numerous gi issues / gastrointestinal issues"), cholelithiasis ("cholelithiasis") and rectal haemorrhage ("rectal bleeding ") in a (B)(6) female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: intentional device misuse "doctor proceeded to push on her coils and her reaction was straight tears from the pain" and device difficult to use "device removal failed". The patient's past medical history included gravida ii, parity 2, delivery on (B)(6) 2005, delivery on (B)(6) 2007, tonsillectomy (for kept getting strep throat) in 2009, gallstones and gastritis. Previously administered products included for contraception: birth control patch from 2002 to 2003. Past adverse reactions to the above products included product adhesion issue and somnolence with birth control patch. Concurrent conditions included nickel sensitivity (jewelry have caused skin to develop a rash, itching, puss if left too long) since 2000. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rash ("rashes"), pruritus ("itching of skin"), fatigue ("fatigue"), weight increased ("weight gain"), peripheral swelling ("swelling in legs and feet"), nausea ("nausea"), migraine ("migraines (sharp/stabbing - worsening since implant)"), dyspareunia ("discomfort with intercourse / painful intercourse / painful sex (sharp/stabbing - worsening since implant)"), visual impairment ("vision changes"), the first episode of abdominal distension ("swelling in stomach"), dizziness ("dizziness"), polycystic ovaries ("pcos"), fungal infection ("chronic yeast infections") and libido decreased ("low libido"), the first episode of discomfort ("daily discomfort"). In (B)(6) 2007, the patient experienced gastrointestinal disorder (seriousness criterion medically significant). In 2008, the patient experienced vulvovaginal candidiasis ("candidiasis of vulva and vagina") and bacterial vulvovaginitis ("bacterial vaginitis"). In 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("cramping and severe abdominal pains") and the second episode of abdominal distension ("bloating - stomach blew up so big that she looked pregnant"). On (B)(6) 2015, the patient experienced constipation ("constipation"). On an unknown date, the patient experienced cholelithiasis (seriousness criterion medically significant), rectal haemorrhage (seriousness criterion medically significant), chest pain ("severe chest pains"), abdominal pain upper ("stomach pains"), gastrointestinal inflammation ("inflammation seen in endoscopy"), menorrhagia ("increase in menstrual cycle to the point of bleeding through her clothes"), swelling ("swelling "), procedural pain ("doctor proceeded to push on her coils and her reaction was straight tears from the pain"), vomiting ("vomiting"), dyspepsia ("food sits in stomach not digesting food"), dysmenorrhoea ("dysmenorrhea"), change of bowel habit ("altered bowel movements"), productive cough ("productive cough"), gastrooesophageal reflux disease ("gerd"), back pain ("lower back pain"), vaginal haemorrhage ("heavy vaginal bleeding "), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), ovarian cyst ("left ovarian cyst"), polymenorrhoea ("her periods came early"), adverse event ("complications"), mental disorder ("caused, aggravated psychiatric / psychological conditions") and the second episode of discomfort ("can feel the coils pinching "). The patient was treated with ibuprofen, metformin hydrochloride (metformin hcl), phenazopyridine hydrochloride (azo-standard), boric acid, fluconazole (diflucan), clotrimazole, furosemide, surgery (was planning to have essure removed in (B)(6) 2017), surgery (gallbladder removal in 2010, colonoscopy) . Essure treatment was ongoing. At the time of the report, the genital haemorrhage, pelvic pain, abdominal pain, the last episode of abdominal distension, rash, migraine and dyspareunia had not resolved and the gastrointestinal disorder, cholelithiasis, rectal haemorrhage, chest pain, abdominal pain upper, gastrointestinal inflammation, menorrhagia, pruritus, fatigue, weight increased, peripheral swelling, swelling, nausea, procedural pain, constipation, vomiting, dyspepsia, vulvovaginal candidiasis, bacterial vulvovaginitis, dysmenorrhoea, change of bowel habit, productive cough, gastrooesophageal reflux disease, back pain, vaginal haemorrhage, dysfunctional uterine bleeding, ovarian cyst, polymenorrhoea, visual impairment, dizziness, polycystic ovaries, fungal infection, libido decreased, mental disorder and the last episode of discomfort outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, adverse event, back pain, bacterial vulvovaginitis, change of bowel habit, chest pain, cholelithiasis, constipation, dizziness, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, fungal infection, gastrointestinal disorder, gastrointestinal inflammation, gastrooesophageal reflux disease, genital haemorrhage, libido decreased, menorrhagia, mental disorder, migraine, nausea, ovarian cyst, pelvic pain, peripheral swelling, polycystic ovaries, polymenorrhoea, productive cough, pruritus, rash, rectal haemorrhage, swelling, vaginal haemorrhage, visual impairment, vomiting, vulvovaginal candidiasis, weight increased, the first episode of abdominal distension, the first episode of discomfort, the second episode of abdominal distension and the second episode of discomfort to be related to essure. The reporter provided no causality assessment for procedural pain with essure. The reporter commented: she was advised to use condoms after essure placement. Over the years plaintiff had an increase in her menstrual cycle to the point of bleeding through her clothes. Plaintiff never experienced the injuries before the date of essure placement and stated that essure did not worse a previously existing injury/condition and was never told her injuries were related to essure implant. She claimed that her injuries started in 2007 and increased over time. Hospitalization history: ER (2007), various (2008- present). According to plaintiff she had been advised to remove essure by physicians or other health care professionals. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.8 kg/sqm. Hysterosalpingogram - in (B)(6) 2008: result not reported. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The adverse events considered related are known, possible, undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit. Most recent follow-up information incorporated above includes: on 22-nov-2017: essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only¿the following adverse events were added: visual changes; dizziness, swelling in legs and feet, abdominal swelling, pcos, chronic yeast infections, low libido, complications, allergic to nickel; caused, aggravated psychiatric / psychological conditions and can feel the coils pinching. Severe and persistent pelvic pain was updated to serious. Historical conditions, medications, events start dates and outcomes were updated. Drug and non-drug treatments were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.